Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
The hcp reported the catheter access port was occluded, and the therapy the patient was receiving was not effective. The pump was explanted, and replaced after an implant duration of 6 months. A follow up report will be sent when additional info is received.